Manufacturer narrative:
Product analysis: analysis found that the radiofrequency head had an out of specification printed circuit board (pcb) assembly. When the head was connected to the programmer, it would cause a programmer shutdown. The unit also failed testing and was unable to interrogate. The head has been scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency (rf) head that was returned after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.